Manufacturer narrative:
(B)(4). D10: 00598003701 - tibial tray - 66866365 g2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the 12mm liner would not assemble with the tibial tray. The surgeon to use 10mm liner to complete the procedure. There was a 60-minute delay. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the returned device revealed signs of insertion, including gouges and indications of contact with an inserter tool. The implant was found to be deformed, and the insert appeared uneven and not level with the bottom surface. Dimensional inspection was not performed due to the observed deformation. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.